Manufacturer narrative:
The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor test and the excessive no delivery test. There was no unexpected no delivery alarm, prime or fill anomaly or rewind anomaly noted. The unit was programmed with several boluses and monitored. The unit calculated the additional bolus deliveries and verified in the daily total screen. The unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts properly and were verified in the daily total screen. The motor functioned properly during testing and no motor anomaly noted. There was no delivery anomaly, daily total anomaly, basal anomaly or bolus anomaly noted. The unit had cracked case at display window corner and cracked reservoir tube lip. The dva and motor test are pending.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer felt that it was due to faulty infusion sets. It was stated that the insulin pump was alarming no delivery as well. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Nothing further was reported. Nothing further was reported.